Manufacturer narrative:
A partial lead with the connector pin measuring 16.5cm was returned for analysis. External insulation abrasion was noted at 16.4-16.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Event description:
New information states the lead was capped and a portion was returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported when an asymptomatic patient presented in the operating room for normal device change out, externalized conductors were observed. No electrical anomalies were detected. Lead will be capped and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.